Event description:
(B)(4). Dealer states: when the headspring button is pushed to raise up the head motor, the head motor continues to operate after the button on the pendant is released and continues to go up. Then it automatically goes down on its own, then stops. The pendant has been replaced already but it did not fix the situation. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model barpkgivc-1633, serial number/date code (B)(4) is approximately 2 years 7 months old. The owner's manual part number 1123842 rev. G (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age and height are unknown, and the weight is (B)(6) . The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.